Event description:
Consumer called for help using the device. Troubleshooting by phone revealed that the standard strip read "hi". The device was replaced and the defective one returned for investigation.